Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that customer got critical pump error as pump exposed to moisture. Customer¿s blood glucose level was 144 mg/dl at the time of the incident. Customer got two icons and now the screen is blank. Critical pump error was displayed before the "critical pump error" image was displayed on the screen. Customer advised to replace pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow block alarms due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.